Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper/lower case and side bail covers were broken. The battery release and lead flex cover were contaminated. The ring was bent.

Event description:
The external pulse generator was returned due to a field action. It subsequently tested out of specification during the manufacturer's analysis.